Event description:
The customer reported via phone call that the insulin pump was malfunctioning. The customer was hospitalized on (B)(6) 2015 with a high blood glucose level of 560mg/dl. The insulin pump did not deliver insulin for four days and the insulin pump was not alerting the customer of the no delivery alarms. She experienced nausea, vomiting, vision and speech issues, and chest pains. The customer also mentioned heart and breathing issues. She had a diabetic ketoacidosis. The customer was wearing the insulin pump at the time of the emergency room visit. The drive support cap was flushed. In the alert history battery out limit, bad battery, low reservoir, and no delivery alarms were found. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and no delivery tests. No unexpected low reservoir alarm or excessive "no delivery" error alarm noted. Unit was received with normal operating currents and no unexpected off no power, low battery, bad battery, or battery out limit alarms noted. Unit had cracked case at display window corner, minor scratched lcd window, and cracked reservoir tube lip. Drive support disk was inspected and no anomaly was noted.